Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular over-sensing, which was myopotential oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited right ventricular oversensing via merlin transmission. Programming change was discussed. There was no patient consequences.